Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 40s mg/dl. The customer's spouse had provided the customer food to eat to address the low bg as the customer was unable to help herself. The cause of the low bg was not known. The low bg resolved and the customer resumed insulin delivery via the pump. As the low bg had been resolved, tandem technical support advised the customer to discuss the event with a healthcare provider.